Event description:
It was reported that prior to a surgical procedure at the user facility foreign material was found in the sterile packaging of the product. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that prior to a surgical procedure at the user facility foreign material was found in the sterile packaging of the product. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event of foreign material in the sterile packaging was not able to be confirmed by a manufacturer repair technician through visual inspection. The device was returned to the manufacturer but the alleged foreign material was not included; therefore an investigation was unable to be completed.